Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Device product code: jow. (B)(4). The device history record (DHR) for the vp500d vasopress pump with serial number (B)(4) review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. Product review of the vp500d vasopress pump performed by zimmer biomet surgical on (B)(6) 2019 revealed that the power cord was cut and the wires were exposed, the device did not turn and could not be tested. Repair of the vp500d vasopress pump was not performed by zimmer biomet surgical due to the device being scrapped after product evaluation. The reported event "the device was delivering incorrect pressure" was not confirmed since during product review that the power cord was cut and the wires were exposed, the device did not turn and could not be tested. A definitive root cause of the incorrect pressure could not be determined with the provided information since the reported event was not confirmed during evaluation of the device as the device could not be tested. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined there is no further actions needed at this time (ie/CAPA/scar/hhe/d). The complaint was not confirmed and there was no allegations of harm or injury this complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the pump was delivering incorrect pressure. During investigation, it was discovered that there was exposed wiring on the device. No adverse events were reported as a result of this malfunction.